Event description:
The rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 198 and 269 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. On follow-up, the rptr checks the confirmation dot. Rptr described an accurate technique of applying blood, and cleans the meter on a regular basis. A control test was in range, 144 (98-147). No harm was alleged.